Event description:
Product was applied to the l3, l4 inner space. The product was removed on may 4,2006 and a red area the size of the biopatch device was observed. The area was treated with hydrocortizone cream and the use of the product was discontinued.